Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report# 1627487-2014-20056. It was reported the patient is no longer receiving stimulation as the scs lead has migrated out of the epidural space (x-rays confirmed). Also, diagnostics confirmed low impedance values. Surgical intervention will be taken at a later date to address the issue.